Event description:
The customer obtained a discordant reactive vitros anti-hbs result (16.8 miu/ml, reactive) for a single patient sample during a patient correlation study processed on the vitros 3600 immunodiagnostic system when compared to an alternate vitros analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory because testing performed was for the correlation study only. The alternate analyzer patient result was 0.1 miu/ml (negative). There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a discordant reactive vitros anti-hbs result for a single patient sample was obtained during a patient correlation study. No vitros anti-hbs reagent or vitros 3600 instrument related malfunctions were observed at the time of the event. The definitive root cause of this event is unknown. However, a combination of sample handling, age of the sample, and sample storage conditions cannot be ruled out as contributing factors.